Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope (e315), the image is not displayed, auxiliary water inlet has corrosion, jet tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e228, incompatible scope (e315) was due to corrosion on plug unit, and distorted image, the image is not displayed was due to corrosion on cable unit. The most probable cause of the malfunction auxiliary water inlet has corrosion was traced to component failure. Based on the results of the investigation, it is likely the most probable cause of the malfunction jet tube has foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had distorted image and scope communication error (e228). The event occurred during reprocessing. There were no reports of patient involvement.